Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a hypoglycemic event that occurred on (B)(6) 2016. Patient was not wearing dexcom device at the time of the reported event. Patient stated that he woke up to his wife feeding him juice and glucose pills. When patient woke up the next morning, his blood glucose (bg) was back up over 200mg/dl. Patient did not require medical attention. At the time of contact, patient reported current condition as "fine". No additional event or patient information is available. There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2016. It should be noted that diabetes mellitus is a known cause of hypoglycemia.